Event description:
It was reported that a revision procedure was performed on (B)(6) 2022, to extend the existing construct. While removing the lock screws, the tip of the lock-screw torque driver broke. The broken tip was removed and discarded. There was no patient injury or delay to the procedure.

Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2022, to extend the existing construct. While removing the lock screws, the tip of the lock-screw torque driver broke. The broken tip was removed and discarded. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region consists of a fracture area that is skewed relative to the driver's longitudinal axis. This skewed surface is indicative of bending moment application. Multiple fracture planes are present, and the portion of the hexalobe that remains is twisted counterclockwise which is consistent with implant removal. Based upon these observations, and a review of the complaint, it is believed that the cause for the fracture is due to torsion combined with bending moment application. A counter torque wrench was not likely used during the explanation which would enable bending moment forces acting on the tip of the driver if any levering on the driver took place during torque application. Review of device history records found twenty-one (21) pieces of lot 10914ts were released for distribution on 5/29/2019 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.